Event description:
It was reported that the patient did not have any pain until last year. Now the patient is reporting that she feels a burning in the tibia under the knee. The patient also states that her knee is at an odd slant. She is reporting that she will be under going revision surgery but no date is set.

Manufacturer narrative:
The following other hip devices were also listed in this report: triathlon prim cem fxd bplt #2, cat# 5520b200, lot# sfyfr; x3 triathlon insert cr#2 11mm, cat# 5530g211, lot# laz072; triathlon symmetric x3 patella, cat# 5550-g-339, lot# 851l; it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6). An event regarding mal-alignment involving a triathlon cr femoral component #2 left cemented was reported. The event was not confirmed. Medical evaluation concluded, "no x-rays are available for review and there is no follow-up subsequent to (B)(6), 2013. The x-ray report of (B)(6), 2013 noted 'tibial cut is in varus' suggesting malposition of the components at the primary surgery. The 'burning pain in the tibia' described in the event description suggests reflex sympathetic dystrophy. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation." Device history review devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the lot referenced.

Event description:
It was reported that the patient did not have any pain until last year. Now the patient is reporting that she feels a burning in the tibia under the knee. The patient also states that her knee is at an odd slant. She is reporting that she will be under going revision surgery but no date is set.